Event description:
It was reported that the patient had no stimulation sensation after surgery, only right-sided stimulation felt with a touch of bilateral stimulation only in the knees. The patient needed stimulation in the back and legs. The left side was worse because she could not get any stimulation feeling there, besides the left knee. Reprogramming had been unsuccessful and current impedance measurements were normal. It was also reported that an infection was discovered post-op and it was suspected the sutures used to close the pocket were in too long and there was deep puss. The patient was not feeling good and was on antibiotics. Subsequent information received reported that impedances were great but that the patient felt very little stimulation on her left side. Further information received reported that an x-ray revealed a perfect paddle, which had not moved. The manufacturer representatives tried reprogramming the device to no avail, including switching the configuration. After the battery swap, the patient no longer felt paresthesia where needed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 3708220, lot#, serial# (B)(4), implanted: 2009 (B)(6) explanted: product type extension, product ID 3708140, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type extension, product ID 3708140, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type extension. (B)(4).